Event description:
Additional information received reported that the cause of the event was a motor vehicle accident. It was noted that the lead was attributed to the event. It was noted that the impedances were elevated and non-functioning. It was noted that there was a lead break. It was noted that the implantable neurostimulator (ins) and lead were replaced. It was noted that an x-ray was performed. It was noted that reprogramming was attempted several times without success. It was noted that on (B)(6) 2014 that the lead extension with the ins were removed. It was noted that there was insertion of new hardware with a successful device. It was noted that the patient experienced a loss of therapy and increase of pain. The patient was not hospitalized due to this event. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377675, lot# v005601, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient was in a car accident on (B)(6) 2014 and her ¿leads tore.¿ it was noted that the patient¿s pain was so bad because the stimulation was not working. It was noted that the health care professional (hcp) would be replacing the leads and the implantable neurostimulator (ins) on (B)(6) 2014. It was noted that the patient just sat in certain positions because she did not want to have to change the stimulation with the patient programmer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID 377675, lot# v005601, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was in an accident and the battery had shifted. It was noted that the physician moved the battery and placed a new implantable neurostimulator (ins) about 1 inch over from the old pocket. It was unknown why the new ins was moved over. It was noted that without the stimulator the patient's left arm would be in a sling and that for 2.5 months prior to the revision; the patient was in a sling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the original site of the implant was too close to the midline and they couldn¿t charge. The healthcare professional needed to move the pocket about an inch so that they could charge.